Event description:
The treating doctor reported that the patient lost tooth 3.6, required a bone graft and now is waiting for an implant and a crown to be placed. The treating doctor shared that the patient after starting the treatment plan, the root resorption manifested again, had cortical bone loss and the extraction was performed in 2024. It is unknown if the patient required medical intervention or if medications were prescribed to alleviate the reported symptoms.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor shared that the tooth was not expected to be lost during treatment, and the aligners could have aggravated the clinical condition due to the movements programmed and pressure. Align's clinical review of available records indicates the patient completed three aligner series consisting of 27, 17, and 24 aligners, with the last order placed in 2023. The tooth was extracted in 2024. The panoramic radiograph provided does not show evidence of the root canal treatment referenced, suggesting the image was obtained prior to that procedure. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.